Manufacturer narrative:
Reporter phone #: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported burn-type injuries in pediatric patients who are being monitored within the pediatric intensive care unit (ICU). The lesion is seen on the electrodes of the ECG leads. The nurse reports different levels of reaction in children's skin, ranging from mild irritation to skin detachment. They have currently tried different electrodes, and they all generate some type of injury. A resonance electrode was used, which does not have metallic elements that can transmit current, and the lesion was presented in the same way. They are performing electrode rotation every 4-6 hours to reduce the level of lesions. Electrical safety tests are carried out, with emphasis on current leakage to the applied part or patient, the following values: housing or chassis leakage test in normal condition: 0.1 ua. Housing or chassis leakage test in single fault condition: 107 ua. Leakage test patient in normal condition: 0.9 ua. Patient leakage test in single fault condition:1.9 ua".

Manufacturer narrative:
A philips product support engineer (pse) reviewed the available information. From a technical point of view, combustion can be ruled out. The leads off detection current is, depending on the hardware, about max. 60 na dc per electrode. For the right leg drive in case of using the 12-lead ECG max. 540 na. The respiration current is about max. 390 a rms @ 40 khz. These are all within the safety limits and do not cause burned skin. Even in the event of a fault, no more than 50 a could flow, and burns are thus impossible. Furthermore, the safety test results indicate all values are well below their limit, so all tests passed. From a technical point of view, it can be excluded that the alleged burns have been caused by the monitor. However, burns may occur in case of using normal ECG-cables instead of orange or-cables during esu. Only the or cable contains a rl-impedance limiting the current. This is also documented in the instructions for use (IFU). Since there is no surgery stated in the description, one could assume strong allergic irritation of the patient¿s skin on the electrodes gel. The complaint was escalated for technical investigation and the results indicate a review of the available information concluded the likely cause of the patient¿s injuries is allergic irritation. Additional information was received which indicated the facility was using disposable third-party lead sets. Additional information was requested in regard to the third-party accessories. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The customer was unable to provide any information about the third-party accessories. No further information regarding the event has been received at this time and it appears the event was unrelated to a philips device. The likely cause of the event is a strong allergic irritation of the patient¿s skin from the electrodes gel on the third-party lead set. Section d catalog number and serial number were changed back to the monitor information reported in the initial report. In the follow-up report these fields were updated to unknown for the lead sets.